Manufacturer narrative:
The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests by philips standards and was returned to service.

Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not responding to touch. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer attempted to calibrate the touchscreen, but this did not resolve the issue. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace.